Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support awaiting a heart transplant. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The event took place in (B)(6). The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been in the hospital since (B)(6) 2016, due to a decrease in hemoglobin levels and gastrointestinal bleeding. It was reportedly not clear where the bleeding was located or what was causing it. The patient was treated with heparin and was listed on the high urgency transplant list. No additional information was provided.